Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the programmer touch pen was replaced, it was out of position. The programmer was returned for repair; test and calibration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the touch pen was out of position due to electrical discontinuity of the connection between the overlay and xy printed circuit board (pcg). It was noted that the link electronic module (lem) board was out of specification electrical. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional and system tests.